Event description:
While drilling through the pinnacle acetabular drill guide to implant a screw into the pinnacle sector cup, half of the drill broke off . The surgeon tried to retrieve the broken section but was unable to. He removed the 54 mm sector cup and was still unable to find or retrieve the broken section. He re-implanted the shell and proceeded with the surgery.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.